Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an air leak at the connection between the main body and the drive hose. The event occurred before patient use at the facility. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, which found that the issue was caused by leaking from the supply gas pressure indicator assembly. At the customer's request, the product was returned to the customer without repair.